Event description:
Event description guidant received information that this right ventricular lead displayed increased pacing thresholds. A lead dislodgement was suspected and the patient requested information regarding the upcoming revision procedure.